Manufacturer narrative:
The pump passed the displacement, self test, off no power, rewind, basic occlusion and prime tests. The pump was received stuck in the motor error alarm loop during the bolus/basal delivery. Unable to confirm the motor position encoder error alarm due to several alarms in the history file that were due to a corrupted history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery or occlusion tests due to the motor error alarms. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked display window, a cracked case and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and for no delivery during the manual prime. The customer did not recall the blood glucose reading. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.